Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with injection of reflin (dose and frequency not reported) and injection of fortum 1gram/day. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report the outcome of this peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.